Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The customer reported that they went to use the exeter stem and connector to the inserter was malformed and the stem would not fit on the inserter device. Update- event details as per the mhra ai report that stem adaptor did not fit to the stem introducer right side. Update- plastic part did not fit the stem introducer. The case was completed using another stem.

Event description:
The customer reported that they went to use the exeter stem and connector to the inserter was malformed and the stem would not fit on the inserter device. Update- event details as per the mhra ai report that stem adaptor did not fit to the stem introducer right side. Update- plastic part did not fit the stem introducer. The case was completed using another stem

Manufacturer narrative:
An event regarding an assembly issue involving an exeter introducer and a spigot protector was reported. The event was not confirmed. Device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.